Event description:
The customer reported that the system would alarm and display an error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supplies were replaced. The system was tested and operates as intended.